Event description:
It was reported the dfr00v intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). There were patient complications and retinal surgery was performed. The iol remains implanted and is not available for return. No further information is available.

Manufacturer narrative:
Date of event: unknown as information was not provided. Date explanted: not applicable, as the iol remains implanted. It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s os therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received clarifying retinal surgery performed on (B)(6) 2022 was lens repositioning and the lens was not removed. Corrected data: based on updated information received 30-jun-2022 the following fields have been codes updated: section h-6: health effect - impact code: updated to 4625 - device repositioning. Previously reported code as 4625 - retinal surgery. Section h-6: health effect - clinical code: updated to 4581 - appropriate clinical signs, symptoms, conditions term/code not available (device decentered or dislocated). Previously reported code as 4580 - insufficient information (patient complications). Section h-6: medical device problem code: updated to 2923 - device dislodged or dislocated. Previously reported code as 2993 - adverse event without identified device or use problem. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.